Event description:
Note: the patient received 2 leads from the same lot. The leads were placed supra-orbital, off label use. It was reported the patient's leads eroded out of the patient's skin. The patient had an infection and was prescribed antibiotics. Surgical intervention is planned to address the issue.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.